Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer went into the pool while wearing their insulin pump and the device was vibrating and no longer working. The patient's blood glucose at the time of incident was 128 mg/dl. Troubleshooting was initiated for the insulin pump's exposure to fluid; the device was still vibrating without any alarm or alert. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.